Event description:
Nicu staff was using an oxygen blender - f & p hhfnc system- to deliver high flow, humidified oxygen to an infant. The circuit tubing -rt 132- that was being used did not include a high-pressure pop-off valve. When laying the infant in her crib, the oxygen tubing became kinked thus creating a high pressure scenario. This caused the plastic top of the manual fill chamber -mr250- to fracture and blow off. Dates of use: (B)(6) 2011. Event abated after use stopped.